Event description:
One patient with discrepant calcium results. Initial result gave >20 mg/dl. Same sample repeated on another analyzer same method, gave 8.4 mg/dl. Same sample repeated on initial analyzer, gave 8.2mg/dl. Initial result not reported. The field service representative was unable to determine the cause of the discrepancy.